Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 days post tf tavr procedure for a 29mm sapien 3 valve, the patient had a vagal event due to pain from incontinence. Aggressive CPR was initiated. A tte done afterwards demonstrated a pericardial effusion which was drained, but continued to accumulate. The patient went to surgery and was found to have an annular rupture. Per the physician's opinion, the annular rupture occurred during the CPR. Per the latest report, approximately 3 days post implant, the patient passed away from 'cardiac arrest'.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to b2, h1 and h6 based on additional information received.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that per report, 'aggressive CPR contributed to the annular rupture per the physician'. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), approximately 3 days post tf tavr procedure for a 29mm sapien 3 valve, the patient had a vagal event due to pain from incontinence. Aggressive CPR was initiated, and tte demonstrated a pericardial effusion post aggressive CPR. The effusion was drained but continued to accumulate which required more drainage. The patient went to surgery and was shown to have an annular rupture due to the aggressive CPR per the physician.